Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 99% stenosis lesion. The fox cross was delivered and inflated; however, it ruptured at the first inflation at 12 atmospheres. There was no resistance advancing or removing the balloon catheter. A non-abbott stent was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.